Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump uploaded properly using carelink pro and all bolus data recorded properly on the data report. No bolus history anomaly was noted. The pump communicated properly to the bg meter. No bg meter anomaly, missing numbers or radio frequency communication anomaly noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a history anomaly. The customer states they check their blood glucose level often and some were not showing up on the insulin pump. On occasion they would deliver a bolus but it would not show in the history. The customer reported that they had experienced a high blood glucose level that was over 600 mg/dl. They would treat the high blood glucose with a bolus from the insulin pump. The customer declined troubleshooting for the high blood glucose. Additionally, the customer called back to report that they received a no delivery when they tried doing a bolus and when they checked the bolus history they saw that it delivered. The customer declined troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis.